Event description:
It was reported that the foley catheter was used in the operating room and when the user pulled the syringe to remove the catheter after the operation was completed, the water could not be drawn. As per information mentioned in the internal bd comments on 17oct2023, stated that they also added the possibility of a problem with the operating procedure, such as pushing the syringe too far or pulling the pusher too quickly.

Manufacturer narrative:
The reported event is unconfirmed. Received two (2) photo samples. Both photo samples showcase an overview of 3-way temp sensing catheter with cut portion of inlet tubing. Received one (1) used 3-way temp sensing catheter with cut portion of inlet tubing and syringe without original packaging. Visual inspections noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Deflated balloon passively in under two (2) minutes with no cuffing or leaks noted. This is within specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. As the reported event is unconfirmed a risk and labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was used in the operating room and when the user pulled the syringe to remove the catheter after the operation was completed, the water could not be drawn. As per information mentioned in the internal bd comments on (B)(6) 2023, stated that they also added the possibility of a problem with the operating procedure, such as pushing the syringe too far or pulling the pusher too quickly.